Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with missing electrograms (egms) due to poor connection between the implantable cardioverter defibrillator (ICD) and the patient's mobile app. No changes were reported. There were no patient consequences.